Event description:
Patient reported unknown side "rupture." The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Previous medwatch submission noted right side rupture. Patient later reported right side no complaint against device.

Manufacturer narrative:
Device evaluation: no observations are performed for the complaint as the event is no complaint against the device. As per the investigation procedure, deformation, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, d9, h3, h6. Previous medwatch submission noted rupture. Upon further information allergan/abbvie has determined that the event of rupture did not occur. Hence rupture is being unreported.

Event description:
Patient reported unknown side "rupture." It was later reported right side no complaint. The device has been explanted. Un-reporting rupture

Event description:
Patient reported unknown side "rupture." It was later reported right side no complaint. The device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified for the complaint as the event is no complaint against the device. Device patch with lot number 2267700 and catalog number 115-253. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.